Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of revf0334 showed no other similar product complaint(s) from this lot number.

Event description:
It is reported that after 1 hour of catheter insertion, catheter pathway showed skin erythema and edema. Catheter was exchanged.